Event description:
While delivering the balloon catheter (bc) (product unknown) with an sgw stabilizer guide wire (gw) to the moderately calcified and moderately tortuous right coronary artery with 90% stenosis, the physician felt friction with the balloon (product unknown). Therefore, the gw was changed to another gw and the procedure was finished successfully. There was no reorted patient injury.

Manufacturer narrative:
During delivery of an unknown balloon catheter over a stabilizer steerable guidewire, the physician felt significant friction between the devices. Both products were removed, requiring re-wiring of the coronary lesion. The same balloon was then used successfully over a 2nd wire. The wire was prepped in a usual manner and no product damage was noted prior to use. No products were returned for analysis. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated that this product was final inspection tested and determined to be acceptable. Without return of the actual products in question for evaluation, it is not possible to determine an exact cause for this incident. It is unknown what factors may have contributed to the event.